Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 4 years. Through follow-up with the health-care provider, it was learned that the patient was well until 2 weeks before the surgery. The patient had positive blood cultures for a group b strep. Echo suggested endocarditis on her prosthetic aortic valve. Tee done showed the presence of a significant periannular abscess. During operation, the echo suggested that there was a significant phlegmon posterior to the aorta and also lying over the atrial dome and right pulmonary arteries. This area was aspirated out and cultures were obtained. The valve was present. There was evidence of vegetations underneath the valve annulus and one portion of the posterior aspect, there was a periannular leak. The valve was completely excised. They found that there were 2 significant abscesses. One the largest started in the area of the commissure between the left and the non, and this extended out through the back wall of the aorta and into the transverse sinus area. Another abscess extended underneath the commissure between the left and right and extended out towards the pulmonary artery. The abscess and the infection continued down into the lvot and this area was generously debrided. Additionally, the surgeon has indicated that this event was due to patient related factors and not a malfunction of the device. The subject valve was replaced with another edwards valve.

Manufacturer narrative:
(Patient) strep b infection; (device) vegetations. Device not returned. Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Unfortunately, the edwards device was not returned for analysis. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the source of the endocarditis was indicated to be from the patient's strep b infection.

Manufacturer narrative:
Additional manufacturer narrative: the discharge summary was provided by the health-care provider on (B)(6) 2011.